Event description:
Customer alleged the compressor will power on and there is noise yet no air comes through the nebulizer. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model irc1705, serial number/date code (B)(4)approximately 11 months old. The owner's manual part number 1148073 rev b (dec-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the irc1705 aerosol compressor will power on but no air is allegedly coming from the unit, through the nebulizer, to dispense the medication. No injury alleged. No mention of missed doses.